Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The 3.0 mm set screw extractor - short, p/n 03.611.032, lot # 6314766 (supplier lot # 614458k09).due to an unknown cause, the tip of the set screw extractor is broken and not included with this complaint. All dimensions for this lot were inspected 100% at incoming inspection, and found to be conforming (reference the synthes incoming final inspection sheet # 03if611030, revision "e"). The evaluation indicates the reported failure is not associated with the manufacturing processes at teleflex medical ¿ (B)(4). Therefore, this complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Event description:
It was reported regarding the removal of a posterior lumbar fusion, unspecified reason (parts believed to be non-synthes). The complaint occurred as the pedicle screws were being removed and 1 or more screws may not have been able to be removed. The complained instruments broke as the surgeon was trying to remove the screws. No adverse effect to the patient was noted. Report 2 of 2.